Event description:
The PICC line broke where silastic tubing becomes the hub. This portion of tubing was not secured under tape. The transpore tape apparently became a sharp edge over this portion of silastic tubing. The line broke upon moving baby. Remainder of PICC line successfully removed without difficulty.